Event description:
It was reported that this event occurred in the ICU department. This event involved an (B)(6) female patient; device inserted into patient's right subclavian area. "A central venous catheter was inserted, the kinked swg was removed with difficulty". There was not another reported attempt at the procedure. There was no delay, harm, complication, death, or injury reported the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.